Event description:
It was reported that the left ventricular lead exhibited a high capture threshold with loss of capture. Lead dislodgement was suspected. Angiography contrast medium exited middle of the lead. Suspecting damage, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.